Event description:
It was reported that a patient presented in an unknown manner. Examination of the patient's remote transmissions revealed over-sensing on the patient pacemaker. Corrective programming changes were made on (B)(6) 2022. The patient was in unknown condition.

Manufacturer narrative:
Further information was requested but not received.